Event description:
A leveen superslim elctrode was being used for therapeutic ablation in the right lung of a pig within an animal study in 2005. The ablation was performed after thoracotomy. When the needle was rinsed with saline after, the customer felt that the distal insulation was thin and the proximal was thick. The customer tried to move the insulation to distal lightly after the line was pulled back. The insulation came off without friction.